Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this complaint, attempts were made to obtain weight but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-33221. It was reported the patient had an infection at the ipg site. In turn, the patient underwent surgical intervention wherein the ipg was explanted at an unknown date to address the issue. It is unknown which ipg was explanted. Therefore, all the suspected ipg are being reported accordingly.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device, that would have contributed to this event. Based on the information provided, a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.